Event description:
It was reported that during implant attempt, the physician had difficulty positioning the lead into the atrial appendage. The lead was not used and a new lead with the same model number was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation pulled apart (overstress), the lead was stretched, and visual analysis revealed damage at implant.